Event description:
It was observed during central processing that the permanent cautery hook instrument's tip was detached from the main shaft. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint of tip was detached from the main shaft was confirmed. The tip of the instrument is missing from the body of the instrument. The main tube is broken at the connection with the grip. Evidence not conclusive, but broken damage may be due to likely mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however the broken cable could likely cause or contribute to an adverse event, if the malfunction were to recur.